Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working correctly for the past 3 years. Specifically, the stimulation from the patient¿s ins would sometimes ¿goes high and sometimes low not coordinated with the buttons on the side¿. The patient stated that ¿it doesn¿t always go up in stim when she increases¿ and ¿it doesn¿t always go down in stimulation when she is trying to turn the stim down¿. The patient also stated that this could be in connection with the programmer. It was noted that the patient had never been in to see their doctor to have the device checked. However, the patient had an appointment with their healthcare professional (hcp) scheduled for (B)(6) 2014 to have their ins device checked. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy. The reporter stated they no longer had a manufacturing representative.